Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had charged their ins with 6 coupling bars for a couple hours, and it was 75%-100% full when they stopped charging. Two days later, stimulation turned off. They then recharged fully, however the ins was still off. They began coupling during the call with 2 bars but eventually got up to 8 bars. They were also having a difficult time getting their desktop charger connected to their ins recharger (insr). A black piece of metal was sticking out of it 1/8 of an inch. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the ins being off was a dead battery on the remote. As a step to resolve the issue, they used ¿flashlight batteries¿ to turn it on then switched to alkaline batteries when they were able to get them. The ins being off issue was ¿sort of¿ resolved. The patient saw a ¿medical face¿ screen. The patient was waiting to be assigned to see a neurologist and had yet to be seen. There were no further complications reported or anticipated. [Omitted information related to pe (B)(4): jolting sensation].